Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) reached its capacitor charge time limit after delivering multiple appropriate shocks. No intervention was reported. Patient condition was stable.